Manufacturer narrative:
(B)(4): (intermittent and delayed delivery of irrigation upon pressing the footswitch). The complainant was unable to provide the suspect device serial number; therefore, the device manufacture date is unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-04369 for the associated device info. It was reported to boston scientific corp that an endostat ii generator and an endostat footswitch were used during a procedure performed on (B)(6) 2009. According to the complainant, during the procedure, there were problems with irrigation. Although the unit delivered cautery without issue, it was reported that there was intermittent and delayed delivery of irrigation upon pressing the footswitch. There seemed to be a delay between pressing the footswitch and activating the irrigation pump. There were no pt complications reported as a result of this event. Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful. Should add'l relevant details become available, a supplemental report will be submitted.